Manufacturer narrative:
Analysis received the unit with no button responses and button error alarm due to a corroded keypad traces. There was no moisture damage found on the electronic and motor assemblies. There was no damage on the isolation tape. There was no frozen screen noted and the time advanced. The unit was linked to a test keypad and responded properly to button presses. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump screen was frozen and then went blank. The customer's blood glucose was 127 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.